Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual insulin injections for insulin therapy. The customer received notification of the malfunction, but no additional information or corrective actions were reported, and the device is not being returned since it is no longer under warranty.